Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained from meter memory of 83 and 111 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 174 mg/dl and 165 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/22/2017 and open vial date is (B)(6) 2016. The customer stated he has not had any recent changes in the daily activities such as diet, exercise, or medications. The meter memory was reviewed for previous test result history: (B)(6). Customer states he has not had any recent changes in the daily activities such as diet, exercise, or medications. Customer states he is very concerned with the readings obtained with meter because they are much lower than what he has tested throughout the years. Customer states he has performed control tests and they have been within range, but states is still uncomfortable with readings.